Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hyperglycemia occurred on 2024-05-13 and 2024-05-14. The high event appears to occur following a supply change. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended by increasing insulin in response to elevated cgm glucose values and triggering device and glucose related alerts. This event was caused by a failed infusion set. The user did not follow the ketone action plan at home, which contributed to the severity of this event and necessitated treatment in the ER. The user received extensive re-training from the beta bionics cds.

Event description:
On 5/14/14 a beta bionics clinical diabetes specialist (cds) was notified by an ilet user's mother that the user experienced a high blood glucose (bg) event leading to hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2014 a beta bionics customer care agent followed-up with the user's mother about the event. The user's mother reported that the user experienced prolonged high bg levels for over 6 hours, leading to nausea and vomiting. The user had trace ketones but did not develop diabetic ketoacidosis (dka). The mother drove the user to hospital because the user was too sick to drive themselves. Upon inspection at the hospital, a bent cannula was discovered after removing the infusion set. The user was using the convatec inset (23", 6mm)teflon cannula infusion set. The user stayed in the ER overnight, received IV insulin, and did not require admission to the hospital. The user's bg levels reached highs over 400mg/dl. IV insulin was administered as treatment at the ER.